Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: b2, b3, d6b. Additional information fields: b5, g3, h6 clinical codes.

Event description:
It was reported that approximately 27 months after a left total ankle replacement procedure, the patient underwent a revision surgery to address pain and ambulation difficulties. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitants: (B)(6), 350-01-05 - talar implant - sz 5 - l; (B)(6), 350-11-04 - tibial plate fb sz 4 lt; (B)(6), 351-50-00 - model tibia talus report; (B)(6), 351-90-21 - 3.5" pin pouch; (B)(6), 351-90-21 - 3.5" pin pouch; (B)(6), 351-90-22 - 2.5" pin pouch; (B)(6), 351-90-24 - talar trial screw pouch; (B)(6), 351-91-03 - recip sawblade 8x50x1mm; (B)(6), 351-91-04 - saw-10x75x1.19-stryker. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left ankle was revised approximately 2 years 2 months post initial operation. Original locking clip broke. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6b, h6 MDR section codes updated/corrected: a, b, c, d, e the revision reported was likely due to fracture of both the insert and locking clip, and disassembly of the locking clip, which led to prosthesis wear of the metal components. However, based on limited information provided, the reported prosthesis wear and sequence of events could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.